Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture is currently unavailable.

Event description:
The hospital reported the suction was not working on the unit. There was no report of patient involvement.